Event description:
User experienced erratic magnesium results which first became evident 2007. Exact number of samples impacted is unk. From the event, 3 examples were provided, all results in mg/dl. Sample 1 initial 2.9, repeat on same instrument 3.4, repeat on different analyzer 2.1. Sample 2 initial 2.8, repeat on same instrument 3.4, repeat on different analyzer 2.0. Sample 3 initial 3.1, repeat on same analyzer 1.5, a second occurrence of erratic magnesium results was noted about 6 weeks later, the following examples were provided, all results in mg/dl, the 1st repeat was done on a different analyzer, the 2nd repeat was performed on the initial analyzer: sample (1) 4.2, repeat 2.1. Sample (2) 4.5, repeat 2.2, repeat 2.2. Sample (3) 4.2, repeat 2.1. Sample (4) 4.2, repeat 2.1. Sample (5) 3.3, repeat 1.9, repeat 1.8. Sample (6) 4.2, repeat 2.2, repeat 2.3. Sample (7) 3.5, repeat 1.5, repeat 1.4. Sample (8) 4.1, repeat 2.3, repeat 2.1. Sample (9) 4.9, repeat 2.1, repeat 2.0. Sample (10) 3.8, repeat 2.4, repeat 2.2. Sample (11) initial 4.1, repeat 2.2, repeat 2.1. Sample (12) 4.4, repeat 2.0, repeat 2.1. Sample (13) 4.7, repeat 2.1, repeat 2.0. Sample (14) 4.6, repeat 2.1, repeat 2.1. Sample (15) 3.9, repeat 1.8, repeat 1.7. Sample (16) 4.8, repeat 2.4, repeat 2.4. Sample (17) 4.0, repeat 2.3, repeat 2.2. Sample (18) 4.7, repeat 2.2, repeat 2.1. Sample (19) 4.1, repeat 2.2, repeat 2.2. Sample (20) 3.1, repeat 1.7, repeat 1.7. Sample (21) 3.8, repeat 2, repeat 1.9. Sample (22) 4.8, repeat 2.3, repeat 2.3. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service rep resolved the issue by adding a special wash program to the system.